Manufacturer narrative:
Olympus keymed, inc. Followed up with the user facility to obtain additional information regarding the report and was informed that the user was assessed at the time of the incident by the other personnel in the procedure room and examined for burns, but no burn was detected on the staff, the staff was advised by the other staff to have an electrocardiogram (ECG), but he declined. The user was said to have been examined by a general physician, and there was no harm reported. An olympus keymed field service engineer visited the user facility on (B)(4) 2011 to assess the unit, and the power cord was replaced. The device then operated appropriately. The subject device was not returned to olympus for evaluation. However, the device instruction manual instructs user to check the power supply and plug for excessive protrusion, twist deformation or any irregularities before using it. The instruction manual also warns user not to use the mobile workstation if any irregularities is suspected. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that one of the user facility's personnel received an electric shock, as the user attempted to unhook the power cord which was said to have been wrapped around the wheel of the cart other users were starting to perform a laparoscopic hysterectomy. The employee reportedly received a shock when he touched the power cable of the mobile workstation, which had bare wires. Sparks were said to have been observed, and the power outlets failed in two rooms (including the room in which the event reportedly occurred). The procedure was completed using the remaining working sockets from the panel, and another video system. The procedure was completed without issue approximately 90 minutes later. A procedure in the second room in which the outlet was said to have failed had not yet begun, but was said to have been delayed by 90 minutes.